Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed the following conditions on the velys array clamp surface: 1) the overall device surface had signs of usage; 2) the array clasp assembly and the bone pin assembly were returned engaged; 3) the rubber band/ring was found to be shredded off, where the fragments were returned for evaluation; and 4) the assembling teeth were found deformed. Shredded and deformation observed are consistent with a component failure that was caused by exposure to unintended forces like overtightening the device while assembling; or by assembling the device in a misaligned position. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. Please review the velys robotic-assisted solution for total knee surgical technique - femur first approach, and IFU which indicates the proper handling and care process for the velys array clamp. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was unable to be performed due to the post-manufacturing damage. However, based on the damage observed on the rubber band/ring and the locking teeth of the device, it is reasonable to confirm a difficulty in the assemblance of the device with its mating component, as well as the condition in which the locking mechanism will not function as intended. The overall complaint was confirmed as the observed condition of the velys array clamp would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during an unspecified surgical procedure, the velys array clamp device array clamp was partially locking and the washer was not sitting while connecting array. During in-house engineering evaluation, it was determined that the device was broken into two pieces, it was shaved/delaminated. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.